Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the clip delivery system (cds), resistance was felt while removing the gripper line, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, challenging anatomy and difficult imaging. The first clip delivery system (cds 60714u196) was advanced to the leaflets. Grasping was difficult due to the anatomy. The clip was implanted, reducing the mr to 3+. The second cds (60630u150) was advanced to the leaflets. Grasping was again difficult and there was a lot of tension on the device (m-knob, p-knob, + knob) due to the challenging anatomy. The tension was removed and deployment steps were started. The gripper line removability was established successfully; however, when the gripper line was attempted to be removed, a lot of resistance was felt. The line was removed slowly and carefully which took approximately 10 minutes. The clip was deployed and the mr remained at 3+.the third cds (51105u126) was advanced, and grasping was again difficult. The clip was successfully deployed. Three clips were implanted, reducing the mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty experienced when grasping the leaflets and when removing the gripper line appears to be related to challenging patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.